Event description:
The manufacturer was notified on (B)(6) 2016 that a crown valve implanted on (B)(6) 2015 was explanted after 11 months due to reported endocarditis and was replaced with another device. No further information was provided.

Manufacturer narrative:
(B)(4).